Event description:
It was reported while advancing the filter, one of the legs came out of position and the filter could only be advanced 1 cm into the sheath. The delivery system was removed and another one was used successfully. There was no patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation, as it was discarded by the user facility. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.